Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: worn tissue pad. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the occurrence of a spark and the application of a load. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
Hold for ve 04/04/2025it was reported that the thunderbeat probe broke when cleaning the scissors tip during an open pancreatectomy. The procedure was able to be completed with a different olympus device. There were no reports of patient harm.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.